Manufacturer narrative:
(B)(4).

Event description:
It was reported " iab failed to fully unwrap". It is additionally reported that " the patient did not sustain an injury or expire". To complete the procedure, the iab was replaced with an impella. The patient's current condition is reported as "critical".

Event description:
It was reported " iab failed to fully unwrap". It is additionally reported that " the patient did not sustain an injury or expire". To complete the procedure, the iab was replaced with an impella. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint that the "iab failed to fully unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.